Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter body found damage to the transition tube. Eval code - conclusion code ¿ is being updated for this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient's implanted infusion pump containing unknown baclofen (60mcg/ml at 27.3mcg/day), sufentanil (55mcg/ml at 25mcg/day), bupivacaine (16mg/ml at 17.2mg/day), and clonidine (1300mcg/ml at 591mcg/day). The indications for use included spinal pain and post lumbar laminectomy syndrome. It was reported that the patient went into the emergency room (ER) with withdrawal symptoms on (B)(6) 2017. The ER was able to stabilize the patient. It was noted that the pump logs were read, and the pump appeared to be functioning as expected. An x-ray was performed, and the catheter appeared to be in the thoracic spine. A dye study was attempted, but the catheter could not be aspirated. The patient's doctor decided to replace both the pump and catheter on (B)(6) 2017. Upon explant, no obvious defects or malfunctions were noted. It was unknown whether any environmental, external, or patient factors led to the issue, and it was unknown if the situation was resolved. The patient's status was alive - no injury, and no further complications were reported or anticipated.

Manufacturer narrative:
The conclusion code was updated.